Event description:
It was reported that bd insyte autoguard needle was slow to retract.verbatim:a few units from our current stock of 24g insure autoguard not retracting correctly.injuries or adverse event: nocustomer response on (B)(6) 2026.the date it was brought to my attention was (B)(6) 2026. Three different nurses brought it to my attention and based on their accounts, there were approximately 10 or slightly more IV catheters involved. When trying to retract, the button would not retract the needle. They had to remove the instrument's base with the needle still engaged before the needle would finally retract when additional force was applied.

Manufacturer narrative:
G.4. K201075; k251654b3. The date received by manufacturer has been used for this field.h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.